Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-2009-04966, 2134265-2009-04969. Same case as MFR report #: 2134265-2010-03413, 2134265-2010-03415. It was reported that following a coronary stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, 99% stenosed 2.5x25mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 10 atm's and the placement of two overlapping taxus express2 study stents (2.5x24mm, 2.5x12mm) deployed at 8 & 12 atm's. Post dilation was performed with an unspecified 2.5x15mm balloon inflated to 12 atm's. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The patient was discharged the next day on bayaspirin panaldine and pletaal. No angina was confirmed at the 1 & 6 month follow up visits. In (B)(6) 2009 a follow up angiogram revealed a 75% in stent restenosis of the mid rca. In (B)(6) 2009, a reintervention procedure treated the 75% restenosed 3.0x20mm target lesion located in the mid rca with angioplasty and the placement of an unspecified taxus stent resulting in 0% residual stenosis. The patient was discharged three days later. Per the physician, the event was listed as "possibly" related to the study devices. In (B)(6) 2009, at the 1 year follow up visit the patient had no anginal symptoms. In (B)(6) 2009, restenosis was again revealed in the mid rca with the patient showing no ischemic symptom at the event. A reintervention procedure treated the 75% restenosed, 3.0x15mm lesion located in the mid rca with angioplasty resulting in 0% residual stenosis and timi 3 flow. The patient was discharged 3 days later and the outcome was listed as "resolved". Per the physician, the event was listed as "possibly" related to the study devices and "unrelated" to the antiplatelet therapy. In (B)(6) 2010, at the 2 year study follow up visit the patient showed no anginal symptoms.